Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead was not working. Follow up with the clinic noted that the rv lead exhibited high thresholds and loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.